Event description:
The following was reported to hamilton medical ag: during a startup the ventilator experienced a self test failure and a technical event 232035 (pfilter selftest failed). No patient involvement reported. No harm to patient and/or third party reported. Still under investigation.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4) .

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Follow-up 1 - additional information: device alarms with technical events during start up and the self test that must be conducted prior to use of the device showed a fail. As it was during the start/ preparation of the device, there was no patient involvement. Consequently, the event did not cause or contributed to a death or serious injury. A failed self-test does not indicate a malfunction but rather was designed to prevent it. It serves as a security check to ensure all systems are functioning properly. If self-test is failed, it does not imply immediate danger, but rather alert an issue that needs to be addressed to prevent future problems. There is no information that reasonably suggest that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, based on this information, the event is assessed as no longer reportable and the event can be closed with this follow up report. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamilton medical ag: during a startup the ventilator experienced a self test failure and a technical event 232035 (pfilter selftest failed). No patient involvement reported. No harm to patient and/or third party reported. Still under investigation.